Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. Customer reported receiving higher sensor scan results compared to readings obtained on the built-in reader. Customer experienced disorientation, inability to get up and was unable to self-treat, so they were treated with 3 pieces of sugar from a non-healthcare provider. No further treatment was reported. There was no report of death or permanent injury associated with this event. Result of 252 mg/dl and 54 mg/dl were plotted on a parkes error grid and fell into the "d" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. Customer reported receiving higher sensor scan results compared to readings obtained on the built-in reader. Customer experienced disorientation, inability to get up and was unable to self-treat, so they were treated with 3 pieces of sugar from a non-healthcare provider. No further treatment was reported. There was no report of death or permanent injury associated with this event. Result of 252 mg/dl and 54 mg/dl were plotted on a parkes error grid and fell into the "d" zone, showing the difference in values to be clinically significant.